Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, there was no further information regarding the reported issue that the system had an x-ray tube rotor failure. This issue was already being addressed by a philips service engineer, as the customer had previously reported a problem with small focus issue (pr (B)(4)). In that case, the philips field service engineer (fse) confirmed that the issue was due to failure in small focus and to resolve the issue fse replaced the x-ray tube and performed completed calibration. After the replacement of tube, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the device¿s x-ray tube rotor failed and needed to be replaced. No harm to the patient or user was reported. Philips has started an investigation of this complaint.